Event description:
It was reported that the rv lead was capped due to several inappropriate shocks caused by noise. An impedance increase and an insulation break were also noted. It was believed that there was either a tip or ring problem as well. No further patient complications were reported as a result of this event. The patient further reports that his lead fractured and needed to be replaced following multiple inappropriate shocks. The patient also reports that they have experienced great anxiety as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other: it was reported that the rv lead was capped due to several inappropriate shocks caused by noise. An impedance increase and an insulation break were also noted. It was believed that there was either a tip or ring problem as well. No further patient complications were reported as a result of this event. The patient further reports that his lead fractured and needed to be replaced following multiple inappropriate shocks. The patient also reports that they have experienced great anxiety as a result of the event. No conclusion can be drawn, impedance, high insulation, hole(s) in interference lead(s), fracture of shock, inappropriate.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, several conductors were distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had an environmental stress cracking breach/breach (non-electrical), the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.